Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
A family member reported that the keypad buttons have been intermittently unresponsive for the past month. She noted that the buttons feel normal and still spring back as expected when pressed. The family member confirmed that the rubber keypad is intact. She stated that the pump is not exposed to moisture and cleaning products, and stated that the patient wears the pump in a pump pack on her waist.